Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for an ilet bionic pancreas did not charge the device unless the customer manipulated the charging cable, after which charging resumed, and a replacement charging pad was provided. Symptoms included no patient symptoms and no blood glucose impact. Outcomes included no medical intervention, no hospitalization, and continued device use after charging resumed. Investigation included complaint intake, user interview, and assessment of probable device malfunction related to the external charging system. Investigation of this case revealed an intermittent charge failure consistent with a faulty charging pad or cable connection, with the ilet resuming function when the cable was adjusted. It was concluded, based on previously established findings for similar reports, that the cause was probable component failure of the charging accessory.